Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Doctor confirmed by email on (B)(6) 2023 that the patient underwent a lift with osteotomies and when the implants were discovered, the 26 was in the sinus, when it was placed there was only 4 mm of type 4 bone and probably due to the lack of primary stability it went to the sinus.

Event description:
Doctor confirmed by email on (B)(6) 2023 that the patient underwent a lift with osteotomies and when the implants were discovered, the 26 was in the sinus, when it was placed there was only 4 mm of type 4 bone and probably due to the lack of primary stability it went to the sinus.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability. G1: contact office (and manufacturing site for devices) contact name and email . G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsvwb11, (impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm) for evaluation. Visual evaluation was performed, the implant had signs of use. Bone debris on the internal threads. No damage to the implant was identified. No signs of malfunction that would contribute to the event. Measurements match drawing. DHR review was completed for the subject lot number 1251336. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1251336 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : perforated sinus. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable with all the available information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. H3 other text : investigation completed.

Event description:
Doctor confirmed by email on (B)(6) 2023 that the patient underwent a lift with osteotomies and when the implants were discovered, the 26 was in the sinus, when it was placed there was only 4 mm of type 4 bone and probably due to the lack of primary stability it went to the sinus.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). G4: premarket identification k013227.

Event description:
Doctor reported perforation in maxillary sinus at tooth site 26. No other implant was placed to complete the procedure.